Event description:
During placement of foley catheter for acute urinary retention, tested balloon and noted balloon did not deflate. This was a 14fr 2-way foley-unable to determine lot number. This is the fourth time it has occurred.